Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 23 mg/dl and high blood glucose levels of 700 mg/dl. Customer stated she overdosed on her insulin and her blood sugar dropped 23 mg/dl on (B)(6) 2017. Customer stated that she replaced the infusion set and her blood sugar rose up to 700 mg/dl on (B)(6) 2017. Customer declined to troubleshoot for low and high readings. The product was not returned for analysis.